Event description:
The customer reported being hospitalized due to high blood glucose of over 600mg/dl. The customer was experiencing unexplained high glucose for a few days. Troubleshooting was performed. The customer stated that the infusion set was changed 3 days prior to his admission. The customer stated that his reservoir was low, and he did not change it. The customer stated that he has a lot stress. The customer's most recent glucose reading was 205mg/dl, and he was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.